Manufacturer narrative:
Sections b7, d4, and concomitant medical products were updated. The coaguchek xs test strips lot number was 82730321 with an expiration date of 30-jun-2026. The patient¿s therapeutic range was 2.0 - 3.0 inr. Reportedly, the patient stated that they had a transient ischemic attack (tia) in may 2025 and that it was not related to the event, as the event took place on 02-jun-2025. The provided information did not point to a technical issue with the patient¿s coaguchek device. The investigation did not identify a product problem.

Manufacturer narrative:
The test strips' lot number and expiration date were not provided. The meter and strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer. The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek xs system when compared to a laboratory method. A difference of approximately 0.5 inr or 0.6 inr between the meter and laboratory results was alleged. No specific results were provided. The patient¿s therapeutic range was not provided.